Manufacturer narrative:
B2: other- endplate broke setion e: initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having olif due to lumbar spondylolisthesis. It was reported that when inserting the cage, the endplate was broken and inserted. It is a terminal plate damage caused by the cage. As a result, after the cage was placed, its fixation was loose and it moved, so it was removed. Cage itself did not have a defect. A replacement cage of appropriate size was reinstalled.. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis part # 46260845, lot # tm0134892. Visual inspection did not reveal any damage to the cage. A different size cage was used for the procedure. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.